Event description:
Literature: bhatia s, oh m, whiting t, quigley m, whiting d. Surgical complications of deep brain stimulation: a longitudinal single surgeon, single institution study. Stereotact funct neurosurg. 2008; 86(6): 367-372. Literature summary: this report analyzed the complications of a single surgeon at one institution over a 10-year period. A total of 191 patients received 330 electrodes implants. There were 59 complications in 53 of the 191 patients. 'Patient died due to a gangrenous limb and its sequelae after being taken off coumadin for the dbs implantation.' See manufacturer report number: 2182207200901002.